Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (thoracic and cervical). It was reported the patient's cervical ipg would no longer communicate with external device and the 'replace generator soon message' error message displayed. Reportedly, the ipg became inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Effective stimulation was restored postoperatively and the issue resolved.